Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low blood glucose alerts. Their blood glucose level during the incident was unknown, however, the pump displayed a reading below 40 mg/dl. Details regarding symptoms or treatment of their low blood glucose levels were not provided. The device did not pass troubleshooting. It is unknown whether auto mode was used at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on and increased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.